Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook fusion omni-tome. It was initially reported that the cutting wire was broken during use. There was no MDR reportable information at this time. Our evaluation of the returned device on 07/10/2023 determined that the distal portion of the cutting wire (including the anchor) had broken and detached. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k) # k172288. Investigation evaluation: our laboratory evaluation of the returned device said to be involved confirmed the report. A visual examination of the distal end of the returned device showed that a portion of the cutting wire had separated from the catheter at the distal end and was taped to the inside of the pouch. The detached segment containing part of the cutting wire and the anchor was provided in the return. Both anchor segments are present with the shorter segment measuring 2 mm and the longer segment measuring 3 mm. The proximal remainder of the cutting wire has retracted into the clear catheter. No portions of the cutting wire or anchor appear to be missing. The catheter returned with the zip port fully utilized. Some fraying and twisting was noted along the length of the catheter. The catheter has split near the distal end where the anchor exited the catheter. A reddish yellow substance was observed within the clear catheter and on the distal portion of the cutting wire/anchor portion. A clear liquid was present within the catheter. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our visual evaluation of the returned device confirmed the report of cutting wire breakage. The detached portion was returned, it is unknown when the portion detached. A definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. A broken cutting wire can occur if the tip of the device is over flexed. The instructions for use caution the user: ¿do not over flex or bow the tip beyond 90 degrees, as this may damage or cause the cutting wire to break.¿ cutting wire breakage can occur if the handle is manipulated with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use contain the following precaution: "do not exercise the handle while the device is coiled or the precurved stylet is in place, as this may cause damage to the sphincterotome and render it inoperable." The instructions for use advise the user with the following statement: ¿upon removing the device from the package, uncoil and straighten sphincterotome. Carefully remove the precurved stylet from the cannulating tip.¿ if the elevator of the endoscope remains in the closed/up position when retraction of the sphincterotome is attempted and additional pressure is applied, this could contribute to cutting wire breakage. The instructions for use caution the user: "the elevator should remain open/down when advancing or retracting the sphincterotome.¿ this activity will aid in device preservation. Prior to distribution, all fusion omni-tomes are subjected to a visual inspection and functional test to ensure device integrity. The functional test includes bowing the sphincterotome to ensure the distal end responds to handle manipulation. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.